Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customers blood glucose level was over 400mg/dl and 48 mg/dl. Customer's other blood glucose was 91 mg/dl, 361 mg/dl. The customer was treated with the insulin pump for high blood glucose and with the carbohydrate intake for the low blood glucose. Customer stated that she does not want to troubleshoot for the high and lows. The insulin pump will not be returned for analysis.